Event description:
The user facility reported that during cardiopulmonary bypass the shunt sensor leaked. The unit was changed out, there was a slight amount of blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not rec'd the actual device for eval. Terumo will submit a f/u report once the device is rec'd and has been evaluated. (B)(4).